Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 3.5 x 20 mm promus element stent was selected and advanced to treat the target lesion; however, it was not able to cross the lesion. The device was removed and it was noted that the distal part of the stent appeared flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).